Event description:
Customer reported visiting the emergency room due to a blood glucose level of 75 mg/dl, cause was not known. Low bg caused customer to pass out and fall, requiring stitches. Customer called for an ambulance and received treatment with d50 during the ride, which resolved the issue. No issues were found with the pump or related supplies, and the customer was discharged the same day without any permanent damage.